Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the iliofemoral vein using an indigo system separator 8 (sep8). During the procedure, the bulb of the sep8 fractured in the thrombus. The physician successfully aspirated the fractured bulb using an indigo system cat 8 aspiration catheter. The physician confirmed under fluoroscopy that there was no remaining piece of the sep8 in the patient. The procedure continued using another manufacturer's balloon and stent. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Result: the indigo system separator 8 (sep 8) was fractured off from the distal tip of the delivery wire approximately 149.0 cm from the proximal end and not returned for evaluation. Conclusion: evaluation of the returned device confirmed the complaint. The bulb was fractured off from the distal tip of the sep 8. This type of damage typically occurs due to improper handling during use. If the sep 8 was retracted with force against resistance, it is likely that damage such as this may occur. In addition, the sep 8 could have been fatigued from being cycled several times during the procedure. These devices are 100% visually inspected for damage during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.